Manufacturer narrative:
(B)(4): the customer reported potential lots for this complaint as ha151036, ha150839 and ha150744. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the three lots reported. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white flakes in the coseal solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.